Manufacturer narrative:
MDR 9618003-2025-01758 / device 6 of 10 based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that she did not like ten pouches had curved slit on the support strip on the tail of the body side pouch. She felt that it made it hard to drain the pouch and it started to crack around the edges after several days of use. The issue had not caused decline in wear time, but she did not like it cracks, and the cracked material could begin to feel sharp. The end user stated that they have narrowed the discharge opening on the pouch making it more difficult to empty and clean that neck part out after emptying. The end user further reported that the attached pictures depicted that the new pouch which she had applied on wednesday morning, and by thursday evening the tab with the concave split had split dead center, which made emptying even more difficult. She applied tape over the top to keep from paper cutting her fingers and kept rest of that tab breaking into more smaller splits as she had experienced with the previous pouch. The end user reported that her situation was she used to emptying then cleaning and repeating like three to four times before leaving bathroom. Photographs depicting the issue were received from the complainant. The product was used by the patient.